Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the device). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that three days post implant of this annuloplasty ring, electrophysiology (ep) was consulted due to sudden onset of bradycardia. The patient was noted to be in sinus rhythm with greater than three second pauses followed by sinus bradycardia. Medication was prescribed and bradycardia continued. A permanent pacemaker was implanted the following day. No other adverse patient effects were reported.